Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone17.3. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to hyperglycemia on (B)(6) 2025. The patient's blood glucose levels (bg) rose to 400 mg/dl while wearing the pod between 36 and 48 hours. The pod alarmed during wear and stopped insulin delivery. Symptoms reported include stomach pain, not thinking clearly and not feeling well. The patient was treated with three bags of intravenous (IV) saline of magnesium infusion and insulin injections. The patient was discharged the same day.